Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal]. Progressive joint pains [joint pain]. Bilateral leg pain [pain legs]. Buckling of both my knees [unspecified disorder of knee joint]. I¿m usually active but can¿t even do yoga or pilates the way I¿m feeling [exercise tolerance decreased]. Now I can hardly walk [difficulty in walking]. Symptoms escalated last weekend and I called 111 who wanted me to go straight to hospital in case it was a stroke [stroke]. Case narrative: the below report was received by health authority (reference number: (B)(4)) on 01-oct-2025. The most recent information was received on 10-oct-2025. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of medical device removal ("medical device removal") in a 52-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2025 she experienced arthralgia ("progressive joint pains"), pain in extremity ("bilateral leg pain"), arthropathy ("buckling of both my knees"), gait disturbance ("now I can hardly walk") and cerebrovascular accident ("symptoms escalated last weekend and I called 111 who wanted me to go straight to hospital in case it was a stroke"). On (B)(6) 2025 she underwent medical device removal (seriousness criteria disability, medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On an unknown date she experienced exercise tolerance decreased ("I¿m usually active but can¿t even do yoga or pilates the way I¿m feeling"). The patient was treated with surgery (to remove essure). At the time of the report, the arthralgia, pain in extremity, arthropathy, exercise tolerance decreased, gait disturbance and cerebrovascular accident had not resolved. The outcome of medical device removal was unknown. The reporter considered arthralgia, arthropathy, cerebrovascular accident, exercise tolerance decreased, gait disturbance, medical device removal and pain in extremity to be related to essure administration. The reporter commented: progressive joint pains eventually resulting in bilateral leg pain and buckling of both my knees having it taken out on monday (B)(6) 2025, I just hope I recover - I¿m usually active but can¿t even do yoga or pilates the way I¿m feeling - symptoms escalated last weekend and I called 111 who wanted me to go straight to hospital in case it was a stroke I then saw my gp and she has seen the mums net forum with lots of people complaining about similar symptoms and I have tonight found out about the bayer essure coil that was removed from the market a few years ago none generally healthy fit - normally swim everyday sun do yoga or pilates and weight training too - now I can hardly walk. Reaction as reported: leg pain. Reaction start date: (B)(6) 2025. Is the reaction still occurring, or has it resolved? Not recovered/not resolved. Disabling/incapacitating: yes. Caused significant or long-term incapacity: yes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] progressive joint pains [joint pain] bilateral leg pain [pain legs] buckling of both my knees [unspecified disorder of knee joint] I¿m usually active but can¿t even do yoga or pilates the way I¿m feeling [exercise tolerance decreased] now I can hardly walk [difficulty in walking] symptoms escalated last weekend and I called 111 who wanted me to go straight to hospital in case it was a stroke [stroke]. Case narrative: the below report was received by health authority (reference number: (B)(4)) on 01-oct-2025. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of medical device removal ("medical device removal") in a 52-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2025 she experienced arthralgia ("progressive joint pains"), pain in extremity ("bilateral leg pain"), arthropathy ("buckling of both my knees"), gait disturbance ("now I can hardly walk") and cerebrovascular accident ("symptoms escalated last weekend and I called 111 who wanted me to go straight to hospital in case it was a stroke"). On (B)(6) 2025 she underwent medical device removal (seriousness criteria disability, medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On an unknown date she experienced exercise tolerance decreased (" I¿m usually active but can¿t even do yoga or pilates the way I¿m feeling"). The patient was treated with surgery (to remove essure). At the time of the report, the arthralgia, pain in extremity, arthropathy, exercise tolerance decreased, gait disturbance and cerebrovascular accident had not resolved. The outcome of medical device removal was unknown. The reporter considered arthralgia, arthropathy, cerebrovascular accident, exercise tolerance decreased, gait disturbance, medical device removal and pain in extremity to be related to essure administration. The reporter commented: progressive joint pains eventually resulting in bilateral leg pain and buckling of both my knees having it taken out on monday (B)(6) 2025, I just hope I recover - I¿m usually active but can¿t even do yoga or pilates the way I¿m feeling - symptoms escalated last weekend and I called 111 who wanted me to go straight to hospital in case it was a stroke I then saw my gp and she has seen the mums net forum with lots of people complaining about similar symptoms and I have tonight found out about the bayer essure coil that was removed from the market a few years ago none generally healthy fit - normally swim everyday sun do yoga or pilates and weight training too - now I can hardly walk reaction as reported: leg pain reaction start date: (B)(6) 2025 is the reaction still occurring, or has it resolved? Not recovered/not resolved disabling/incapacitating: yes caused significant or long-term incapacity: yes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.